Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, it is reported that the device migrated from its intended position. Other mechanical damages found during investigation are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At a programming appointment on the 13th november in situ measurements could not be performed due to error message "could not read serial number." The parent reported that when using the rondo 2, when the device is place on the head the red light continues to blink; the processor must be rotated 45 degrees before the green light blinks and the user can then hear. The user continued to hear well and make progress. The user was re-implanted on the 13th january.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a programming appointment on the 13th november in situ measurements could not be performed due to error message "could not read serial number."